Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net transmissions revealed noise on the right ventricular lead over several weeks. Noise could be replicated through pocket manipulation. X-ray or fluoroscopy did not exhibit any anomalies. The lead was capped and replaced.